Event description:
As stated by the customer on (B)(6) 2010: "(B)(4) with pt fell over cause safety belt was missing". Description of incident/course of events: "the resident slid from the chair during drying his hair and the lifter fell over to the side. The caregiver could prevent the collision on the floor so nobody was hurt. The safety belt was missing." Manufacturer's ref no (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution co in the (B)(4).